Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1 ml ll contained foreign matter, had a bent tip, barrel/flange damage, and the luer was cracked/damaged/ deformed. It was reported that "dried residues were observed on the vial adapter outer, inner surface, and its coupling area dried residues were observed on the outer and inner surface of the syringe tip (figures 6c and 6d). Received bent with stress marks sings on its outer surface (figures 6a, 6c and 6d). The syringe tip was observed bent, with visible stress marks on the outer surface. Dried residues were observed on the outer and inner surfaces of the syringe tip and the luer-lock connector. Dried residues were observed on the inner surfaces of the syringe barrel inner surface and on the flange top surface. Dried residues were also observed on the plunger and plunger rod surfaces. It was reported that "syringe damaged/defective (luer-lock connector bent)." When did event occur? During use.

Manufacturer narrative:
(B)(4) - supplemental MDR - luer cracked / damaged / deformed. One sample and eight photos of a 1 ml luer lok syringe, part number 309628, from batch 4114164 were received and evaluated. The sample was received loose and exhibited damage to the barrel tip, including a bent tip. Photo review showed one package, including the unsealed condition and product labeling, along with multiple images of loose syringes confirming the reported barrel tip damage. While dried residues and stress marks were noted in the photos, these could not be consistently confirmed except where associated with the tip damage. The observed conditions are non conforming per product specifications. The potential root cause of the barrel tip damage and bent tip is associated with the assembly process. A device history record review was completed for material number 309628, lot 4114164. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.